Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Wear abrasion observed. Brown particles inside of the device. Observed opening striated on posterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.